Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07may2020.

Event description:
The customer reported a high temperature alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. There is currently no report of medical intervention being required as a result of this event.

Manufacturer narrative:
G4: 17jun2020. B4: 18jun2020. Information was received that when the field service engineer (fse) evaluated the ventilator, it was noted that the unit was shutting down/rebooting. It is for this reason that the fse replaced the power management (pm) printed circuit board assembly (pcba) in order to be able to access the event log. Review of the event log also shows the occurrence of diagnostic codes related to alarm light emitting diode (led) failure, and primary alarm failure. All of these failures, including the reported high blower temperature and the blower stalled error that was identified during service, are all suspected to have been caused by the pm pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10jun2020. B4: 10jun2020. The field service engineer (fse) evaluated the ventilator and confirmed the occurrence of diagnostic codes related to blower temperature high and blower stalled. The fse also identified that the filters were dirty. The fse replaced the power management (pm) printed circuit board assembly (pcba), blower assembly and filters to address the problems. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04jun2020. B4: 05jun2020. The customer did not respond to multiple attempts to obtain the patient's information. It could not be confirmed if there was medical intervention required as a result of this event. No patient harm was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The replaced blower assembly was received for internal failure analysis. The customer's complaint was verified during testing. The returned blower was installed into a test unit, and it was noted that the test unit could not boot up and deliver breaths. The unit annunciated a blower stalled error during testing. The root cause was determined to be a mechanical failure of the blower motor shaft.